Event description:
The customer reported that the system did not display an image. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep found that the fuse was not heating and the connection fuse was out of service. He repaired the system. The system operates as intended.